Event description:
It was reported that during a laparoscopic gastric bypass procedure, the first firing with a blue load and peri-strips the device was attempted to be fired on the jejunum and would not fire. The surgeon had difficulty getting the device off tissue. The surgeon tried the switch on the side and did not work so the manual over ride was used to remove the device. Another device was used to complete the procedure. Three leak test were performed the first was a gastro-graph with an x-ray, the second was a meth blue dye test and the third was an air leak test all confirmed no leaks. There were no patient consequences after the initial procedure however the evening of (B)(6) the patient experienced a high heart rate and was brought back to surgery there was a 1 ½ cm area on the jejunojejunostomy along the lateral staple line was leaking. The surgeon closed the defect with laparoscopic suture with an endostitch. The patient was send home on and on (B)(6) the patient was brought back to the hospital and early (B)(6) the patient was brought back to surgery for pain. A leakage appeared again on the lateral aspect of the staple line at the jejunojejunostomy. The patient was sutured, irrigated and cleaned inside and sent to ICU. The tissue became necrotic at those two areas. The surgeon stated it could be the patient's tissue.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional followup: on what tissue type was the device used? At what location on the tissue? Jejunojejunostomy. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Was buttressing material utilized? Peri strips. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? Getting the device off tissue after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. The sales rep phoned, they were informed that the patient expired early (B)(6) 2012. Spoke with the sales rep, she indicated that the patient away at another hospital (B)(6) on (B)(6) 2012. She had no other details at this time and would be contacting the surgeon. The first device used in the event was sent back for analysis, however, the cartridge was not saved for return. The second device used in the case was not saved for return as there were no anomalies with the device during the case. Surgeon does complete a 3 step leak test (under fluoro, blue dye, and irrigation of the anastomosis). Patient also did have an allergy to nickel. Additional attempts are ongoing to obtain further information from the surgeon, information will be sent on a supplemental upon receipt.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The reverse knife switch performed properly during evaluation.

Manufacturer narrative:
(B)(4).